Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located moderately tortuous and moderately calcified in the proximal right coronary artery (prox rca) with 75% stenosis and was 15mm long with a reference vessel diameter of 4.5mm. After pre-dilation using a non-bsc balloon catheter, the physician felt resistance while advancing a 4.50x16mm taxus liberte stent through a non-bsc 6f guiding catheter. Afterwards a proximal stent strut damage was observed and the stent delivery system was removed. A 4.5x15mm non-bsc drug-eluting stent was used to complete the procedure successfully. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device is a combination product. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: visual and microscopic examination of the returned device identified stent damage. Struts at the proximal edge of the stent were raised and misaligned. No kinks were found along the entire length of the shaft. No damage was noted with the actual tip section. No other issues were noted with the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a coronary artery stenting treatment procedure, stent damage occurred. The target lesion was located moderately tortuous and moderately calcified in the proximal right coronary artery (prox rca) with 75% stenosis and was 15mm long with a reference vessel diameter of 4.5mm. After pre-dilation using a non-bsc balloon catheter, the physician felt resistance while advancing a 4.50x16mm taxus liberty stent through a non-bsc 6f guiding catheter. Afterwards a proximal stent strut damage was observed and the stent delivery system was removed. A 4.5x15mm non-bsc drug-eluting stent was used to complete the procedure successfully. No patient complications were reported and the patient's status was fine.